Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2015.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2015. Sensor was inserted on (B)(6) 2015. Patient reported that at the time of the inaccuracies, the cgm displayed a bg value of 6.8mmol/l and bg meter displayed 13.8mmol/l. Additionally, the cgm displayed a bg value of 16mmol/l and bg meter displayed 7.9mmol/l. Patient reported experiencing symptoms associated with high blood glucose and/or positive ketones. Patient did not report any medical intervention. No additional event information was provided. The complaint device was not returned for evaluation and data was not provided. The reported complaint of inaccuracies cannot be confirmed. A root cause could not be determined.